Event description:
Hologic has received correspondence arising from litigation. The litigation alleges that a 35 year-old patient was implanted on (B)(6) 2022 with a biozorb marker following a surgical procedure for a right breast lumpectomy. On (B)(6) 2023 the patient reported she has difficulties with right upper arm elevation and a mild feeling of tightness in the right breast. On (B)(6) 2025 patient reported intermittent numbness to the right breast since surgery. She described new right breast pain & tenderness within the last two weeks. No other relevant information was provided. This report is being submitted pursuant to 21 cfr part 803 based on information made available to hologic through litigation. Consistent with 21 cfr 803.16, the submission of this report is not intended, and shall not be construed, as an admission, acknowledgment, or confirmation by hologic that the device caused or contributed to the reportable event.

Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot number. The device was released meeting all qa specifications. This report is being submitted pursuant to 21 cfr part 803 based on information made available to hologic through litigation. Consistent with 21 cfr 803.16, the submission of this report is not intended, and shall not be construed, as an admission, acknowledgment, or confirmation by hologic that the device caused or contributed to the reportable event.